Manufacturer narrative:
Section a: patient weight is not yet available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline power fault. The event log file was sent for evaluation and revealed driveline power faults throughout the data capture. The site attempted a self-test, but the alarms did not clear. The modular cable was exchanged, and the internal pins on the connectors were inspected on both ends for bends or corrosion, but none were discovered.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files confirmed a driveline power fault alarm. Additionally, the reported damage to the patient¿s driveline proximal to the exit site could not be confirmed through this evaluation. A specific cause for the driveline power fault alarm and the reported damage to the driveline could not be conclusively determined. The controller event log file contained events from 03feb2025. A driveline power fault alarm was active throughout the file. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no addition information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 instructions for use (IFU) and heartmate 3 patient handbook are currently available. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.